Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 496 mg/dl while wearing the pod between 5 and 24 hours. The pod was leaking insulin and when the pod was removed from the infusion site (unspecified), there was blood found under the pod. Symptoms reported include tremors, excessive thirst and frequent urination. The patient was treated with unspecified intravenous fluids and 8 units of insulin. The patient was discharged on the same day. A new pod was applied.

Manufacturer narrative:
Upon receiving additional information on (B)(6) 2026, submitting correction supplemental to update the correct expiration date for d4.